Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a long charge time of 16.1 seconds associated with a battery voltage of 2.56, however, the charge time remained within the extended charge time limit. Boston scientific technical services (ts) discussed continued monitoring. No adverse patient effects were reported. The device was subsequently explanted and replaced seven months later.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that this device had a compromised low-voltage capacitor that did not meet design specification. Despite this compromised capacitor, current leakage was not sufficient to adversely impact device longevity. Normal pacing, sensing, and defibrillation therapy functions were verified during testing. This device is included in the (B)(4) 2007 shortened replacement window advisory population.